Manufacturer narrative:
Device evaluation completed on december 28, 2020: during the visual evaluation, a rupture was observed extended from the anterior to the posterior view and measuring approximately 16.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.9 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel, 400cc silicone prosthesis experienced right sided rupture post procedure. Mammogram, ultrasound and MRI examinations confirmed the issue. As a result, patient underwent bilateral replacements as follow: left replaced with cat#: 3504001bc, sn#: (B)(4), and right replaced with cat#: 3504001bc, sn#: (B)(4) on (B)(6) 2020.